Event description:
It was reported that this right ventricular (rv) lead exhibited a low out-of-range (oor) shock lead impedance measuring 0 ohms. Technical services (ts) noted there was no noise on the electrogram (egm) and recommended to see what the patient was doing at the time as it may be related to electrical magnetic interference (emi). Ts suggested if no explanation, then may want to consider a 41j commanded shock. The sales representative could not determine the cause of the low sli and at this time a commanded shock has not been schedule. This rv lead remains in service. No adverse patient effects were reported.